Event description:
It was reported that device detachment occurred. The target lesion was located in moderately tortuous and moderately calcified vessel. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the tip broke off and was snared to remove. The physician was confident the tip was removed but it was not actually seen and might have been left in the body. The procedure was completed with a different device. The patient has fully recovered.